Event description:
Technician alleged stretcher brake not working properly the right foot brake caster and the left foot steer/brake caster weren't locking properly. Casters would roll while the brakes were set. Technician replaced the right foot brake caster and the left foot steer/brake caster fixing the problems.